Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had difficulty angulating to the correct position. Inspection and testing of the returned device also found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, there was foreign material found within the nozzle of the device causing insufficient supply and removal of water and air. The inspection also found wear of the angulation wires, labelling on of the suction connector was peeling, the scope cover plate was not clear, peeling of the paint on the suction cylinder, peeling of the paint on the air/water nozzle, scrapes on the suction cylinder, discoloration of the control unit, corrosion of the electrical connector, a chip on the coating of the bending portion of the device, an abnormal sound when the up/down knob was rotated, and scratches were found on the switch box, scope cover, right/left control knob, scope connector, universal cord, control unit, up/down angulation lock lever, right/left angulation lock knob, up/down knob, grip, and camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.